Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer treated with manual insulin injections. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The customer also reported having had tried all remedies. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window.